Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for analysis as it remains implanted. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. In this case, the device was not returned to edwards for analysis as it remains implanted. The clinical statements cannot be confirmed and the root cause for the pvl of this device remains indeterminable. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 29mm mitral bioprosthetic valve was noted to have a significant perivalvular leak. The implant duration at the time of notification was nine (9) years, three (3) months and four (4) days. The physician stated that percutaneous repair of this valve will occur in the near future with the timing to be determined as the patient recovers from a transcatheter aortic valve replacement procedure. No additional information provided.